Event description:
Procedure: esophagectomy. According to the rptr: the instrument was loaded in preparation for the tenth and last firing on the gastric tissue. The scrub tech reported that the instrument seemed hard to cycle. Reportedly, it was sticking a little. The instrument was applied and only fired approx two thirds of the way. The surgeon could not squeeze the handle to complete the firing. The jaws were opened and the staples were noted to be malformed and the knife only cut partially. No blood loss was reported. One half cm tissue damage occurred. Another load was applied alongside the incomplete firing and add'l tissue was resected.